Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker appears to be depleting faster than expected. A copy of the device's memory was submitted for analysis. Analysis confirmed that the device is malfunctioning and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to two capacitors, causing the reported field observation.

Event description:
New information received indicates that the device was explanted and replaced without incident.